Event description:
It was reported to boston scientific corporation on january 11, 2022 that a hot axios stent was to be implanted transgastric to the jejunum to treat enteral stenosis during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition following the procedure was reported to be fine. It was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure . However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Initial reporter's city, state/province and post code: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the jejunum to treat enteral stenosis during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition following the procedure was reported to be fine. Note: it was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure . However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1: initial reporter's city, state/province and post code: (B)(6). Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned partially deployed. Visual examination of the returned device found the handle was detached and was not returned. The outer sheath was also twisted and detached at the luer. Functional examination was performed and it was not possible to deploy the stent. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed; the stent was unable to be deployed due to the detached handle. Handling and manipulation of the device after the sheath twisted and detached could result in the detached handle. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum for a gastrojejunostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The hot axios stent is not indicated to be placed transgastric to jejunum. Furthermore, according to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to factors encountered during the procedure. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, twisted and detached the sheath and led to the stent being unable to fully deploy. Based on all the information available, the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.